Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
Please note that there was a typo error in the MFR report number on follow up # 1 report. 2914 should be 2014.

Event description:
Complainant alleged that during a shift check, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon power up. The user advisory message was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.